Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (128-fxxx) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/15/2014 with the following findings: pump powers with returned battery cap to a dim discolored display. Battery cap is able to fully tighten however "coin slot" on top of battery cap is damaged. Battery compartment cracks observed in thread area and below grip pad. The keypad peeling below "ok" key. All fo the keypads responded appropriately and there was no contamination under the buttons. There were two eaw 128-fe88 alarms observed in bb on (B)(6) 2014 following "rewind" attempts. Eaw 128-fxxx alarms are defined as post motor delivery power supply faults. Current draws within specifications; idle- 60ma, sleep- 00ma, load- 170ma, rewind- 150ma. Removed pump case. No evidence of moisture contamination inside pump.